Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was confirmed. It is likely that reprocessing could not be conducted properly due to leakage from switch 1 and the electrical connector which caused the foreign material to remain; however, a definitive root cause could not be determined. IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that prevention method in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.